Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4).

Event description:
It was reported that the patient's lead was showing high impedances. The investigation did not determine which lead contributed to this issue. Surgical intervention was undertaken and the lead was explanted and replaced.